Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer's wife reported via phone call that insulin pump had blank display and did not return after insulin pump was restart. The blood glucose of the customer was unknown. Customer stated battery compartment and spring was neither damaged nor corroded. Customer also stated insulin pump was not exposed to moisture. Customer was advised to discontinue use of insulin pump and refer to back up plan per health care professional instructions. Troubleshooting was performed but issue was not resolved. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device passed the self test, active current measurement and displacement test. Device received with normal operating currents. Device monitored for several hours and no blank display noted. The battery tube connector plugged in properly to electrical board during visual inspection. However, device received with a high sleep current measurement test due to moisture damage electronic assembly. No moisture damage on the keypad, battery tube and motor assembly noted. Device received with scratched case, pillowing keypad overlay, cracked case corner of the belt clip rails near the battery compartment, cracked battery tube threads, broken belt clip rails, serial number label fading, cracked select button keypad overlay, keypad overlay texture damage and minor scratched lcd window.